Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low and high blood glucose. The customer¿s low blood glucose of 30 mg/dl and high blood glucose level was 360 mg/dl. The customer¿s high blood glucose level was treated with insulin bolus. The customer declined troubleshoot for the high and low blood glucose. The device will not be returned for the analysis.